Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device / pt rpts that 1 coil came out') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia and depression. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2011 for depression as well as bupropion since (B)(6) 2012, ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2012 to (B)(6) 2012, ethinylestradiol;levonorgestrel (lessina) since (B)(6) 2012, metronidazole since (B)(6) 2012 and tramadol since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"), 18 days after insertion of essure. On an unknown date, the patient experienced perinatal depression ("psychological or psychiatric problems condition: depression/ depression postpartum"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("depression"), urinary tract infection ("uti"), post procedural complication ("post procedural complication") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2012. At the time of the report, the device expulsion, perinatal depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety, back pain, depression, urinary tract infection, post procedural complication and metrorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, perinatal depression, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion, satisfactory bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: uti, post procedural complication, metrorrhagia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device / pt rpts that 1 coil came out') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia, depression, anxiety, obesity, gastric bypass, lung cancer, sleep apnea, tonsillar disorder and adenoidectomy. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2011 for depression as well as bupropion since (B)(6) 2012, ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2012 to (B)(6) 2012, ethinylestradiol;levonorgestrel (lessina) since (B)(6) 2012, metronidazole since (B)(6) 2012, oxycodone, paracetamol (acetaminophen) and tramadol since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"), 18 days after insertion of essure. On an unknown date, the patient experienced perinatal depression ("psychological or psychiatric problems condition: depression/ depression postpartum"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("depression"), urinary tract infection ("uti"), post procedural complication ("post procedural complication") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, perinatal depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety, depression, urinary tract infection, post procedural complication and metrorrhagia outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, perinatal depression, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of removal previously reported as (B)(6) 2012 now it is reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion, satisfactory bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2020: pfs received. Updated outcome of event back pain from unknown to recovering / resolving. Reporter causality comment added, plaintiff address, date of removal was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device / pt rpts that 1 coil came out') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia, depression, anxiety, obesity, gastric bypass, lung cancer, sleep apnea, tonsillar disorder and adenoidectomy. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2011 for depression as well as bupropion since (B)(6) 2012, ethinylestradiol;levonorgestrel (alesse) from (B)(6) 2012 to (B)(6) 2012, ethinylestradiol;levonorgestrel (lessina) since (B)(6) 2012, metronidazole since (B)(6) 2012, oxycodone, paracetamol (acetaminophen) and tramadol since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"), 18 days after insertion of essure. On an unknown date, the patient experienced perinatal depression ("psychological or psychiatric problems condition: depression/ depression postpartum"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("depression"), urinary tract infection ("uti"), post procedural complication ("post procedural complication") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, perinatal depression, vaginal hemorrhage, menorrhagia, dysmenorrhoea, anxiety, depression, urinary tract infection, post procedural complication and metrorrhagia outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, perinatal depression, post procedural complication, urinary tract infection and vaginal hemorrhage to be related to essure. The reporter commented: discrepancy: date of removal previously reported as (B)(6) 2012 now it is reported (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion, satisfactory bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device / pt rpts that 1 coil came out') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia and depression. Concomitant products included sertraline hydrochloride (zoloft) since on (B)(6) 2011 for depression as well as bupropion since on (B)(6) 2012, ethinylestradiol; levonorgestrel (alesse) from on (B)(6)2012, ethinylestradiol; levonorgestrel (lessina) since on (B)(6) 2012, metronidazole since on (B)(6) 2012 and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"), 18 days after insertion of essure. On an unknown date, the patient experienced perinatal depression ("psychological or psychiatric problems condition: depression/ depression postpartum"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, perinatal depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety, back pain and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, perinatal depression and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: device was successfully occluded; on (B)(6) 2012: total bilateral occlusion, satisfactory bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: event depression added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device / pt rpts that 1 coil came out') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pneumonia and depression. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2011 for depression as well as bupropion since (B)(6) 2012, ethinylestradiol; levonorgestrel (alesse) from (B)(6) 2012 to (B)(6) 2012, ethinylestradiol; levonorgestrel (lessina) since (B)(6) 2012, metronidazole since (B)(6) 2012 and tramadol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 18 days after insertion of essure. On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2012. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and back pain outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. On (B)(6) 2012: total bilateral occlusion, satisfactory bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- expulsion of essure device, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), psychological or psychiatric problems condition: depression and mental anguish, back pain. Outcome of event pelvic pain were updated. Reporter information, aka name, medical history, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.